Manufacturer narrative:
Concomitant medical products: 429678 lead, 6935m55 lead, 407645 lead implanted on (B)(6) 2014. This information was received from the mechanical circulatory support product surveillance registry study. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia and was admitted for a radiofrequency (rf) ablation procedure. While admitted, it was found that the patient had acute anemia. The patient's international normalized ratio (inr) was therapeutic,and the patient denied melena, hematochezia, or any obvious source of bleeding. Gastrointestinal (gi) bleeding was suspected. An eso phagogastroduodenoscopy (egd) was negative for gi bleeding and the etiology of the acute anemia was not able to be identified. The patient received a transfusion of four units of packed red blood cells. Following the rf ablation procedure, the patient experienced an embolic stroke. While pending rehabilitation after the stroke, the patient experienced acute respiratory failure. An x-ray and transthoracic echocardiogram (tte) were performed. The patient was intubated and ventilatory support was given. The patient was given sublingual nitroglycerin. The patient was eventually extubated and tolerated a nasal cannula and was accepted into rehabilitation. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that after the embolic stroke, patient's aphasia and left hemiparesis (right middle cerebral artery) resolved.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. A supplemental report is being submitted for additional information and correction. Correction: notify date was changed from 2022-02-11 to 2020-10-05 additional information: b5. Description event problem h6. Patient codes (ime/annex e): e0139 product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received indicated that the patient experienced ventricular tachycardia and was admitted for a radio frequency (rf) ablation procedure. While admitted, it was found that the patient had acute anemia. The patient's international normalized ratio (inr) was therapeutic, and the patient denied melena, hematochezia, or any obvious source of bleeding. Gastrointestinal (gi) bleeding was suspected. An esophagogastroduodenoscopy (egd) was negative for gi bleeding and the etiology of the acute anemia was not able to be identified. The patient received a transfusion of four units of packed red blood cells. Following the rf ablation procedure, the patient experienced an embolic stroke. While pending rehabilitation after the stroke, the patient experienced acute respiratory failure. An x-ray and trans-thoracic echocardiogram (tte) were performed. The patient was intubated and ventilatory support was given. The patient was given sublingual nitroglycerin. The patient was eventually extubated and tolerated a nasal cannula and was accepted into rehabilitation. It was further reported that after the embolic stroke, patient's aphasia and left hemiparesis (right middle cerebral artery) resolved. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction, neurological dysfunction, cardiac arrhythmia, and bleeding are known potential complications associated with the implantation of a vad. Based on a review of past events, it was noted the patient had a history of bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.